Event description:
It was reported that pacing and sensing anomalies were ob-served and also loss of hermeticity. The pulse generator was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.